Manufacturer narrative:
(B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable as it is a duplicate of (B)(4). B5 describe event or problem - correction h2 correction

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Information was pulled on (B)(6)2025 per maude report mw5167387. This report is 3 of 4 allegations of wire/needle/cannula damaged or missing that had similar event details. Related records: (B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing wire occurred. The sensor was inserted into the arm on (B)(6)2025. Date of event is an approximation. On the same day, the patient reported she experienced four g7 broken "sensor probes" within the past 60 days and the wires remained in the skin. Information was pulled on (B)(6)2025 per maude report mw5167387. This report is 3 of 4 allegations of wire/needle/cannula damaged or missing that had similar event details. On an unspecified date, the patient consulted her primary care provider (pcp) who helped remove the sensor wires from the skin (unspecified method of removal). No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.